Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when connecting the esg-400 electrosurgical generator, it has an e006 alarm.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 3003724334-2026-00042. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information received from customer.